Manufacturer narrative:
The event occurred in (B)(6). Patient age: "adult" was the only information provided.

Event description:
Customer reportedly received results of 28.3 mmol/l and 8.0 mmol/l within 10 minutes on the aviva system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.